Manufacturer narrative:
Additional narrative: date of post-operative infection is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the patient is making steady progress.

Manufacturer narrative:
This report is for an unknown vertical expandable prosthetic titanium rib ii (veptr ii). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that soon after the replacement surgery on (B)(6) 2014; the patient had pleural effusions and fever and they were prolonged. Because of raising amount of c-reactive protein (crp) about a month later, the surgeon doubted infection of the wound and performed urgent surgery. The surgeon confirmed fistula at implanted cradle area during the urgent surgery on (B)(6) 2014. The surgeon closed the pleural effusions and the patient healed. This report is for an unknown vertical expandable prosthetic titanium rib ii (veptr ii). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that the reported product was manufactured at the (B)(4) manufacturing facility on 02/12/2014 under (B)(4). DHR records indicate that the product lot was manufactured in accordance with all established requirements with no nonconformities reported. DHR records for part # 04.641.100, lot# 7544322 further indicate that the product lot underwent all specified inspection requirements with no product nonconformities reported. Product was subsequently packaged and labeled for export as a non sterile implant and released to warehouse on 02/12/2014. DHR records for the reported lot indicate that the product was produced from (B)(4) in accordance with established specifications. DHR records for (B)(4) indicate that the raw material was received at the (B)(4) facility on 6/4/2013 and placed into inventory on 6/5/2013. DHR records for the raw material lot further indicate that the raw material underwent all specified inspection and testing requirements and was found to meet all established criteria for acceptance and use as intended. There is no objective evidence indicating that the manufacture of the reported lot is relevant to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.